Manufacturer narrative:
It was documented on (B)(4) 2015 that the device was received (B)(4) 2015. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a zygomaticomaxillary complex (zmc) fracture procedure on an unknown date. During the procedure, the threading of a titanium matrixmidface screw came apart. According to the reporter, the issue was encountered during insertion into the zygomatic maxillary buttress. The screw was recovered and the procedure was successfully completed without delay. The patient is expected to recover as normal. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one ti matrixmidface screw self-drilling 6mm (part 04.503.226.01 / lot number: unknown) was received. Please note: two (2) additional screws were received with no complaint alleged against them. Upon visual inspection, it can be seen that the third thread from the distal end of the screw is slightly impacted on one side of the thread. An exact root cause could not be determined. It is possible that the screw was inserted at a slight angle causing the thread to become slightly deformed when it came in contact with a plate and/or bone. The returned device is part of the synthes matrix combo plating system. The system is utilized for craniofacial and mandibular trauma and reconstruction procedures. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.